Manufacturer narrative:
Device evaluation summary (correction): the instrument will be sent to heerlen for further servicing .depot repair: the reason for return was partially confirmed. Service technician observed after turning on the bio console that the green charging led on the keypad did not flash and was defective. Service technician inspected the charging circuit and verified that it was working correctly. There were no errors in the error log file. Service technician observed that the fan cover was broken. The issue will be resolved by replacing the keypad membrane, screws, and fan cover. Preventative maintenance will be completed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the instrument was sent to heerlen for further servicing. Depot repair: the reason for return was partially confirmed. Service technician observed after turning on the bio console that the green charging led on the keypad did not flash and was defective. Service technician inspected the charging circuit and verified that it was working correctly. There were no errors in the error log file. Service technician observed that the fan cover was broken. The issue will be resolved by replacing the keypad membrane and cover. Preventative maintenance will be completed per specifications. Additional information h6.3 eval code result (fdr/annex c): this field was updated. Additional information h6.4 eval code conclusion (fdc/annex d): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: during preventive maintenance by a service technician on this bio-console 560 instrument, it was noticed that the instrument was not charging after a change of the two batteries. This was detected during service so there was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the batteries were installed on the day of the preventive maintenance. The battery that was removed was discarded. The battery was not the cause of fault. The instrument itself was not holding charge. Correction device evaluation summary: during preventive maintenance by a service technician it was noticed that the instrument did not seem to be charging after the two batteries were replaced. The service technician completed testing in accordance with the test data sheet and visual inspection and functional testing, passed. The unit electrically safety tested was performed in accordance with the specifications. The instrument will be sent for further servicing. Note: the device evaluation performed to date was carried out in the facility by a field service technician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info b5: medtronic received additional information that the broken piece was retrieved from the pericardium with the surgeon¿s hand. Additional info e1: updated initial reporter first name, last name, and phone number additional info e4: initial reporter email updated correction h6: updated the annex a code correction additional codes: updated the annex f code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this bio-console 560 instrument was not charging after a change of the two batteries. The use of the instrument was unknown.. There was no adverse patient effect reported with this event.